Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/22/2014, device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found evidence of short battery life with multiple low and replace battery warnings. The battery compartment was cracked at the threads area and there was evidence of moisture intrusion in the compartment. A leak test showed a leak where the crack was located. The battery cap was not returned and a test battery cap was used in the evaluation. The test battery cap did not fully tightened but the pump was able to power up and functioned properly. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. The pump casing was opened and no additional evidence of moisture intrusion was found. The reported battery life issue was verified in the black box but not duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. Reportedly, the battery life was less than expected. It was reported that there was evidence of moisture corrosion in the battery compartment and the compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.